Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Root cause of the partially disassembled and migrated implant could not be determined since product was not returned and no images from the original implantation were provided for investigation. However, it can be observed from the images received that the implant has disassembled and migrated posteriorly. The image of the middle component is nearly straight, indicating that it has disassembled from the outer components and that the lock wire has failed. The posterior fixation in the form of a spinous process plate may not be providing adequate fixation to the segment, and a partial facetectomy and a pars fractured at the level above might also have contributed to the instability and disassembly. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On may 9, 2018, the company became aware of a bmi kit being requested for a revision surgery of migrated luna implant. Taken images have shown the implant had disassembled and middle component had migrated posteriorly into the spinal canal. During the revision surgery, the middle component was found in the dura. The surgeon removed the middle component, repaired a dural tear and subsequently removed the remaining two outer components via posterior approach.